Event description:
As reported by a field clinical specialist (fcs), approximately 3 years post tmvr, a failed thv valve occurred due to mitral stenosis. This was a valve in ring procedure, valve was in mitral position and procedure was completed in 2019 at university of alabama birmingham medical center. According to the fcs the failure mode of valve was mitral stenosis. Per follow up, new information received confirmed a valve in valve intervention was performed. A 26mm sapien ultra valve was implanted in the failed thv valve.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The imagery was provided and reviewed; however, the stenosis of incident valve could not be determined based on the provided imagery. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 device and no IFU/training deficiencies were identified. The complaint was unable to be confirmed due to unavailability of relevant imagery and information. Due to the valve serial number not provided, a lot history and device history review could not be performed, and therefore, a presence of manufacturing non-conformance (if any) could not be determined. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in pre-existing ring at mitral position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical bioprosthetic aortic or mitral valve replacement only at the time of original implantation. So, it was off-label operation for this case. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to insufficient information, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.